Manufacturer narrative:
Submit date:03/04/2018. An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the gauze is fraying.

Manufacturer narrative:
An investigation of the reported condition was performed. A photo sample was received and a visual inspection was completed. A device history record (DHR) review was completed for the lot. There were no manufacturing issues related to the reported issue for this lot. There were no physical samples submitted with this complaint; however, one photo sample of the complaint was available for analysis. From the picture, it is clear that the corner of the gauze had loose fibers fraying out. It looks as though the yarn has been pulled out on the corner. The reported issue of fraying was confirmed based on a picture provided with this complaint. The received product(s) or supporting materials does not meet specifications. Most likely root cause may occur during the slitting of the gauze into slit widths if the pinking blades were not sharp enough to cut the gauze causing the fiber to appear frayed. Also, fraying or raw edges can be caused by the way the gauze is folded for the pad, causing the edges to peek though giving the appearance of fraying. The photo analysis did not provide a definitive cause and a corrective action could not be identified without a sample to evaluate. If information is provided in the future, a supplemental report will be issued.